Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During preparation for an ablation procedure a sideport detachment occurred. While attempting to flush the introducer the three-way stopcock detached from the hub. A new sheath set was used for the procedure with no adverse patient consequences.

Manufacturer narrative:
The reported event of a sideport tubing detachment was confirmed. The proximal end of the sideport tubing was microscopically inspected. A small amount of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.